Manufacturer narrative:
Because the device was not returned and not enough information were provided no inspections could be performed. To gain a better insight in the event and the conditions the product had been exposed to the customer was asked to fill out the checklist (B)(4) ¿infection complaints ¿ checklist customer¿ and the given information did not indicate any user-related deviations. The checklist indicated no root cause for the reported infection. The ¿infection complaints ¿ checklist investigator¿ (B)(4) has been completed: for infection complaints expanded investigations were performed to assure that neither the complained device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps (and beyond that) could have caused the event. No discrepancies were found within this investigation. According to the related risk management file these are possible root causes for the intraoperative breakage during removal: excessive bone ingrowth. Instrumentation not available. Collision with hard object. If the product or further useful information are provided later on the investigation will be reopened. Indications for any material related issues were not found in this investigation. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that during a surgery to remove a 4 hole plate due to infection, the 4 hole plate broke in half during removal. The plate was removed from the patient while the screws were left implanted. There was a surgical delay of 45 minutes but the surgery was completed successfully.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgery to remove a 4 hole plate due to infection, the 4 hole plate broke in half during removal. The plate was removed from the patient while the screws were left implanted. There was a surgical delay of 45 minutes but the surgery was completed successfully.